Event description:
User received discrepant sodium result for three patient samples. Only two examples were provided. Sample 1 initial result was 125.0 mmol/l, repeat result was 133.6 mmol/l. Sample 2 initial result was 125.9 mmol/l, repeat result was 136.7 mmol/l. The low sodium results were not reported. The field service representative determined the cause to be poor valve opening and lubricated all the valves and exchanged the mix and air valves. Performance tests were performed which were within specification.